Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had drawer failure. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 13-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer removed the anesthesia back panel and inspected behind half height matrix drawer 2.2. All cables were reseated and checked for damage none found. Latch hard stop was adjusted as a precaution. Ran multiple tests through hardware test application customer signed in and successfully recovered the drawer. The system functioned as intended after the field service engineer repaired the device.